Event description:
It was reported to covidien on 01/30/2014 that a customer had an issue with a dialysis catheter. The doctor indicates that the catheter has been fissure and shows leakage. The catheter is placed on right jugular. The catheter was pulled and replaced. No further info is available.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.